Manufacturer narrative:
Product complaint (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. One video was received, and the review was made by an independent physician the results are as follows: ¿the case is supported by a video in ap direction, which shows a basilar tip aneurysm that is coiled with a pulserider device placed at the base of the aneurysm. The detachment procedure seems to be followed by forward movement of the microcatheter that catches on the leg of the device. The IFU states that, upon detachment, the pusher-wire needs to be pulled back rather than the microcatheter being brought up, which may result in catching on the leg due to a preferred route for the wire that has been in this position throughout the procedure. The images seem to suggest that that was the problem¿. A manufacturing record evaluation was performed for the finished device 3064200018 number, and no non-conformances related to the malfunction were identified. Complaint conclusion: as reported by the field, during a coil embolization at the distal region of the basilar artery, a pulserider t, 3mm, 8mm arch aneurysm neck reconstruction device (201d, 3064200018) was used. Coil embolization was done without any problems. At the end of this procedure, the pulserider was attempted to be detached. It was being detached as the deliver wire marker of the pulserider was exposed from a prowler select plus microcatheter (606-s255x, 30617721). The green light illuminated during its initial attempt, but the red light failed to illuminate during its second attempt. Because two detachment cycle was repeated, the microcatheter was delivered along the delivery wire but one of the legs closed. The physician thought it must be a detachment failure therefore, he suspended delivering the microcatheter. At this time, he tried to detach the complaint device so, the microcatheter was delivered but the leg was kept closed. The microcatheter went up toward the distal part of the leg marker and he retracted a little. The leg marker opened. He considered the detachment was done. The delivery wire was slowly retracted, and the complaint device was implanted. A continuous flush was done. Concomitant device is a pulserider detach control box. Additional information was received indicating that the aneurysm neck width was 3.5mm and the parent vessel diameter was 3.0mm. The detachment control box did not show a fault when connected with the arnd system. The device(s) were used and prepped as per the instructions for use. No significant procedural delay was reported. The concomitant devices functioned as expected. One video was received, and the review was made by an independent physician the results are as follows: ¿the case is supported by a video in ap direction, which shows a basilar tip aneurysm that is coiled with a pulserider device placed at the base of the aneurysm. The detachment procedure seems to be followed by forward movement of the microcatheter that catches on the leg of the device. The IFU states that, upon detachment, the pusher-wire needs to be pulled back rather than the microcatheter being brought up, which may result in catching on the leg due to a preferred route for the wire that has been in this position throughout the procedure. The images seem to suggest that that was the problem¿. The device remains implanted; therefore, no further investigation can be performed. A manufacturing record evaluation (mre) was performed for the finished device 3064200018 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint of ¿failure to detach ¿ system fault with attempt to detach¿ could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. Per the pulserider instructions for use (IFU): do not fully deploy and retrieve the implant more than 3 times. Excessive deployment cycles of the anchor section of the pulserider may reduce the radial force of the device which could impact the implant stability. Increased detachment time may occur when the delivery wire and microcatheter markers are not properly positioned, there is improper setup of continuous flush, embolic coils are present, or connections between detachment power supply and delivery wire or patien¿s groin (return electrode) are poor. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information was received indicating that the aneurysm neck width was 3.5mm and the parent vessel diameter was 3.0mm. The detachment control box did not show a fault when connected with the arnd system. The product/lot number for the prowler select plus microcatheter was 606-s255x, 30617721. The device(s) were used and prepped as per the instructions for use. No significant procedural delay was reported. The concomitant devices functioned as expected. Section e1. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a coil embolization at the distal region of the basilar artery, a pulserider t, 3mm, 8mm arch aneurysm neck reconstruction device (201d, 3064200018) was used. Coil embolization was done without any problems. At the end of this procedure, the pulserider was attempted to be detached. It was being detached as the deliver wire marker of the pulserider was exposed from a prowler select plus microcatheter (unknown product/lot). The green light illuminated during its initial attempt, but the red light failed to illuminate during its second attempt. Because two detachment cycle was repeated, the microcatheter was delivered along the delivery wire but one of the legs closed. The physician thought it must be a detachment failure therefore, he suspended delivering the microcatheter. At this time, he tried to detach the complaint device so, the microcatheter was delivered but the leg was kept closed. The microcatheter went up toward the distal part of the leg marker and he retracted a little. The leg marker opened. He considered the detachment was done. The delivery wire was slowly retracted, and the complaint device was implanted. A continuous flush was done. Concomitant device is a pulserider detach control box.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device remains implanted; therefore, no further investigation can be performed. A manufacturing record evaluation (mre) was performed for the finished device 3064200018 number, and no non-conformances related to the malfunction were identified. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.